Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event by unplugging the unit from the ac source. The customer confirmed that the company service representative recreated the same screen when doing so. No other problems were found. The system was then tested and met all product specifications. The system was manufactured on march 29, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to the system¿s ac power unplugging from the source. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the middle of surgery, the system shut down. The system was powered back up and the case was completed. There was no patient harm.